Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead exhibited loss of capture. The patient had been experiencing lethargy and palpitations. A chest x ray was performed, which showed that the lead was dislodged. A surgical revision was performed and the lead was repositioned, and remains in service. No additional adverse patient effects were reported.